Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. The full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, there was distal coil stretching while manipulating the lead back and forth in a 9 fr introducer. The lead was not used. No patient complications have been reported as a result of this event.